Event description:
The caller reported that the tube was placed in the pt on the (B)(6) 2010. Around the beginning of (B)(6), the pt stated that this tube was causing him pain, and requested a replacement tube. The tube was not able to be replaced before the scheduled replacement day. The tube was removed from the pt, and replaced with a new tube, according to schedule on (B)(6) 2010.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.